Event description:
It was reported when using the pyxis medstation es system, the application crashed with a fatal error. The customer indicated that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the c drive was bloated. A field service engineer manually accessed the station to free up some space and collaborated with a technical support specialist to rebuild the database, confirming that a reimage was unnecessary to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.